Event description:
Event description guidant received information that one day after this device was implanted, pauses in pacing were noted on the monitoring equipment. The pauses were noted after the patient's rhythm broke from atrial fibrillation. The sensitivity was programmed to auto in both the chambers. The patient was sleeping during the pauses and did not report any symptoms. A technical service consultant suspected that the programmed auto sense mode may have caused oversensing and pauses in pacing since the patient was in a-fib. Invasive evaluation was performed and the connections were secure. It was reported that the ventricular lead position may have changed slightly.